Manufacturer narrative:
Product is an instrument and is not implantable. Eval is pending.

Event description:
On (B) (6) 2009, the sales rep reported that prior to surgery the nurse was checking in the kit and noticed the top was broken on the part. Add'l info received on 01/20/2009 via telephone, from the sales rep. The sales rep reported that the scrub tech identified that the driver was broken prior to surgery. The surgeon used another driver that was in the kit to do the surgery. The same malfunction of a similar device has resulted in an adverse event in the past.